Manufacturer narrative:
The unit sample probe was leaking after an obstruction detection error occurred. A bci field service engineer (fse) cleaned the collar wash valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cartridge chemistry (cc) sample probe leak. No injury was reported.